Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer able to complete rewind. Customer states the alarm occurred shortly after inserting a new battery. The current battery from the pump and insert a new batter. Customer stated the insulin pump was not stored or not in use for an extended period. The device will be return for analysis.